Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was recently treated for an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with symptoms of abdominal pain, nausea, vomiting, cloudy pd effluent and difficulty draining. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for staphylococcus aureus, a gram-positive cocci bacterium. The suspected cause of the peritonitis is touch contamination; however, that was not confirmed. The patient did not report any cassette leak or issue with the liberty select cycler related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy and the utilization of the liberty select cycler with cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cassette leak reported for this event. The pdrn stated the suspected cause of the peritonitis is touch contamination which is supported by the culture result of staphylococcus aureus. This bacterium is one of the most common pathogens responsible for peritonitis. Staphylococcus aureus colonizes in various human sites such as the nasal cavity and inguinal region as well as the pd catheter exit site. Although the cause of the peritonitis was not confirmed, based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was recently treated for an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with symptoms of abdominal pain, nausea, vomiting, cloudy pd effluent and difficulty draining. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for staphylococcus aureus, a gram-positive cocci bacterium. The suspected cause of the peritonitis is touch contamination; however, that was not confirmed. The patient did not report any cassette leak or issue with the liberty select cycler related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery.